Event description:
Reported through clinical study follow-up: approximately 2 months post implant the pt experienced a cerebral vascular accidant resulting in right hemiplegia. Prior to the event pt was in sinus rhythm and not taking any anticoagulant or antiplatelet medication. The device remains implanted and functioning as intended.